Manufacturer narrative:
(B)(4).

Event description:
The consumer was sitting on the rollator in the kitchen when the bottom weld allegedly broke, causing him to fall backwards onto the kitchen floor. No injury is alleged.